Manufacturer narrative:
The field service representative (fsr) verified that the temperature module was operating properly and the user facility was using a bad cable. The user replaced the cables and the temperature sensor then worked. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the temperature cables were not working. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. The cable that failed is supplied by another manufacturer and does not meet the requirements for use with the temperature module in question. The temperature module was operating to the manufacturer's specifications. The field service representative provided additional guidance to the end user on which cable to use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure.

Manufacturer narrative:
Per data log review, the temperature log starts on (B)(6)2021 and the system was left powered on until the complaint reported date (B)(6)2021. On (B)(6)2021 the channel 1 sensor state was frequently changing from connected in range to under range and/or disconnected. Similar behavior occurred on (B)(6)2021 on channels 1 and 2. On the date the issue was reported ((B)(6)2021), the channel 1 probe was connected at 08:01:18 am and disconnected at 01:01:55 pm with no state changes in between. The system powered off at 01:28:33 pm.